Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after programming the customer's settings, the customer attempted to deliver a bolus and received a bolus dosage value that the customer felt was too large. Reportedly, the customer did not deliver the bolus. Review of the pump settings verified that the customer entered the correction factor settings as 1:6 instead of 1:60. The contact adjusted the pump settings and resumed insulin delivery. There was no impact to the customer's blood glucose level.